Event description:
During the supraventricular tachycardia procedure, deflection issues resulted in a procedural delay. It was found that the tip of the catheter was bent. The catheter was replaced but the second catheter could not be deflected. The second catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent between electrode rings 2 and 3, and the shaft material had been fractured at this location, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.